Manufacturer narrative:
The product identity was confirmed in the evaluation. Visual inspection reveals moderate use. A fracture can be seen at the hinge around the distal screw; therefore the complaint is considered confirmed. The most likely underlying cause of this complaint was determined to be excessive force. The customer most likely used excessive force when using the product for it's intended use, causing the instrument to fracture. The instructions for use for this product state in the section titled warnings and precautions: avoid undue stress or strain when handling or cleaning instruments. The non-conformance database was reviewed and no non-conformance was found for this product. There are no indications of manufacturing defects.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The photographs provided by the distributor confirms the instrument is cracked. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the instrument was identified to be cracked; it was not used in surgery.